Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.

Event description:
Customer was coughing, wheezy, extremely thirsty and disoriented. Aviva combo meter gave reading of hi, which on the system indicates a result in excess of 600 mg/dl. She was taken to the hospital via ambulance and given an IV with saline (10 liters) and insulin drip. The hospital staff suspected she suffered from a heart attack. Potassium levels and ketone levels were very high. Hospitalized (B)(6) 201. Customer thinks an infection contributed to her high blood sugars when she was admitted to the hospital. No allegation made against the device. Nothing reported to indicate device malfunction. No indication system performing outside specifications.